Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 03/12/2026 10:17:08.000. Line=589 file=121. Per software engineering log investigation, pump error 43 was due to triggered in the rewind steps due to hall sensor errors, motor voltage regulator. Isolate to motor assembly. However, no alarms were noted during testing. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 were confirmed when pump error 43 alarms were noted during download history review. Isolate to motor assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43.  The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported pump error 43. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.